Manufacturer narrative:
(B)(4): the device has been received by philips. A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device was continually beeping without a battery and did not recognize leads during testing. There was no reported pt involvement.